Event description:
The FDA has knowingly, ignored the risks associated with breast implants, both saline and silicone as an operating room nurse who has silicone breast implants for now seven years I have developed breast implant illness and have opted explant. The FDA has long known these implants are toxic and can have adverse effect. Working in an operating room I see this daily, especially with breast cancer patients that have breast reconstruction surgery and develop multiple complications with the implants. It took me a year to figure out what was going on with my body and suspected that it was the breast implants. As a nurse I requested to have a auto immune workup. My gut was right and my ana(antinuclear antibodies) is high and have developed rheumatoid arthritis. The list of symptoms goes on. Ironically the implants that I have are made by a company named sientra who has recently filed bankruptcy. As a healthcare professional and a consumer, I urge breast implants to be banned and breast implant illness to be considered as a condition that is now affecting more people than you all have ever reported. I had over 16 labs done. Sadly, countless other women have had more than me and have been down an endless rabbit hole to try to figure out what's causing their symptoms. The one thing we all have in common are breast implants. Ref report: mw5154065.